Event description:
It was reported that the patient was experiencing ineffective stimulation. Reprogramming attempts were made but did not resolve the issue. Surgical intervention is planned to address the issue. It is unknown which lead attributed to the issue.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain patient weight. Further information was requested but not received. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI:(B)(4) , serial: (B)(6), batch: a000165338.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient, and device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.